Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl and a high ketone level. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. At the time of the report to tandem technical support, customer was still hospitalized; however indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.